Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing flow issues during use. The following has been provided by the initial reporter: it was reported that a butterfly had a slow draw then stopped & did not clear the line. 2 of 2: slow draw. We had an issue yesterday where a butterfly had a slow draw then stopped & did not clear the line. We could not tell whether we lost vacuum or if there may have been another defective tubing. I can't be sure it was the same lot # either.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd was unable to determine the specific lot number associated with this complaint, however the customer provided a potential lot number. A review of the device history record was completed for the potential incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing flow issues during use. The following has been provided by the initial reporter: it was reported that a butterfly had a slow draw then stopped & did not clear the line. 2 of 2: slow draw. We had an issue yesterday where a butterfly had a slow draw then stopped & did not clear the line. We could not tell whether we lost vacuum or if there may have been another defective tubing. I can't be sure it was the same lot # either.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was observed. Evaluation of the customer samples was performed and a slice in the tubing was observed. Bd was unable to determine the specific lot number associated with this complaint, however the customer provided a potential lot number. A review of the device history record was completed for the potential incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing flow issues during use. The following has been provided by the initial reporter: it was reported that a butterfly had a slow draw then stopped & did not clear the line. 2 of 2: slow draw. We had an issue yesterday where a butterfly had a slow draw then stopped & did not clear the line. We could not tell whether we lost vacuum or if there may have been another defective tubing. I can't be sure it was the same lot # either.